Manufacturer narrative:
Ge healthcare engineering performed an investigation of this event. Multiple attempts were made to obtain information from the customer facility regarding the heating mattress, sweat pad, and sheet, but no information was provided by the customer facility regarding these areas. It could not be confirmed that skin assessments had been completed. The physician at the facility confirmed that the skin discoloration was due to prolonged compression and not skin burns. The probable cause for the skin discoloration could be due to not performing a skin assessment during the therapy and also not re-positioning the infant every 2 hours as stated in the user manual. Changing the position every 2 hours would address the prolonged compression. The patient has recovered from this event. No further actions are indicated. H3 other text : ge healthcare engineering performed an investigation of this event. Multiple attempts were made to obtain information from the customer facility regarding the heating mattress, sweat pad, and sheet, but no information was provided by the customer facility regarding these areas. It could not be confirmed that skin assessments had been completed. The physician at the facility confirmed that the skin discoloration was due to prolonged compression and not skin burns. The probable cause for the skin discoloration could be due to not performing a skin assessment during the therapy and also not re-positioning the infant every 2 hours as stated in the user manual. Changing the position every 2 hours would address the prolonged compression. The patient has recovered from this event. No further actions are indicated.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information: contact reports there is no patient information available. Device evaluated by MFR: device evaluation anticipated, but not yet begun.

Event description:
The hospital reported they observed a baby with symptoms of a low temperature burn. A doctor judged that skin change was caused by pressure on the body for a long time. It was reported that the patient recovered.